Event description:
It was reported that during the parothid procedure, the display periodically displays the message: "muting from external source, emg monitoring is disabled" and the device stops stimulate when the information appears on the screen. The hospital concerned difficulties in usage ¿ monitoring interruption while a message appears but when there was no communication on the screen the monitor worked in proper way. The user worked with the monopolar knife only at the beginning of the treatment and later only with the bipolar. Themessage simply appeared once and then disappeared. In the meantime, it was possible to monitor normally. There was no patient impact related to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.